Event description:
The caller stated the tube's pilot balloon caused cuff deflation, which resulted in a pt desating. The issue occurred on (B) (6) 2010, and required intervention. The tube was disposed of and is not available for return. The caller did not know what intervention was performed, if the pt received a replacement tube or how long the tube was in use. The tube's size, lot # and expiration date are not available.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device or the lot #.